Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 36-year-old female patient who had essure (batch no. D23519/ d14825) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nausea and vomiting. Previously administered products included for an unreported indication: iron tablets. Concurrent conditions included menorrhagia (d and c) and menorrhagia. Concomitant products included colecalciferol (vitamin d) from 2016 to 2017. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), skin discolouration ("skin discoloration") and migraine ("migraines / headaches"). On(B)(6) 2016, the patient had essure inserted. In april 2017, the patient experienced urinary tract infection ("infection : urinary tract") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, 7 months 3 days after insertion of essure, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced fungal infection ("severe yeast infection"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), rash ("skin rash"), vaginal haemorrhage ("heavy vaginal bleeding/ bleeding") and back pain ("back pain"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, skin discolouration and vaginal discharge had resolved and the fungal infection, dyspareunia, abdominal pain, alopecia, feeling abnormal, rash, urinary tract infection, migraine and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, migraine, pelvic pain, rash, skin discolouration, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Batch number: d14825 exp date:28-oct-2017 man date:01-oct-2014. Batch number: d23519 exp date:28-oct-2017 man date27-oct-:2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 36-year-old female patient who had essure (batch no. D23519/ d14825) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iron tablets. Concurrent conditions included menorrhagia (d and c). Concomitant products included colecalciferol (vitamin d) from 2016 to 2017. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), skin discolouration ("skin discoloration") and migraine ("migraines / headaches"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced urinary tract infection ("infection : urinary tract") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, 7 months 3 days after insertion of essure, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced fungal infection ("severe yeast infection"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), rash ("skin rash"), vaginal haemorrhage ("heavy vaginal bleeding/ bleeding") and back pain ("back pain"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, skin discolouration and vaginal discharge had resolved and the fungal infection, dyspareunia, abdominal pain, alopecia, feeling abnormal, rash, urinary tract infection, migraine and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, migraine, pelvic pain, rash, skin discolouration, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet received. New reporters added. Plaintiff demographics, historical drug, concomitant disease, concomitant drug added. Essure indication updated and lot number added. New event infection:urinary tract, skin discoloration, migraines / headaches, vaginal discharge and back pain were added. Updated events, onset date, severity and outcome of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 36-year-old female patient who had essure (batch no. D23519/ d14825) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea and vomiting. Previously administered products included for an unreported indication: iron tablets. Concurrent conditions included menorrhagia (d and c) and menorrhagia. Concomitant products included vitamin d nos (vitamin d) from 2016 to 2017. On (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), 7 months 4 days after insertion of essure. In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), skin discolouration ("skin discoloration"), migraine ("migraines") and headache ("headaches"). In (B)(6)2017, the patient experienced urinary tract infection ("infection : urinary tract") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("severe yeast infection"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), rash ("skin rash"), vaginal haemorrhage ("heavy vaginal bleeding/ bleeding") and back pain ("back pain"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, skin discolouration and vaginal discharge had resolved and the vulvovaginal mycotic infection, dyspareunia, abdominal pain, alopecia, feeling abnormal, rash, urinary tract infection, migraine, back pain and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, headache, migraine, pelvic pain, rash, skin discolouration, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Batch number: d14825, exp date:28-oct-2017, man date:01-oct-2014. Batch number: d23519, exp date:28-oct-2017, man date27-oct-:2014 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2019: pfs received. Event added: headaches. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fungal infection ("severe yeast infection"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse,"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), rash ("skin rash") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fungal infection, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, feeling abnormal, rash and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.